Event description:
A brand new enuresis alarm has malfunctioned and hurt my daughter. The enuresis alarm was set up and my daughter went to sleep and about an hour or two later, the device short circuited causing excess heat and batteries to leak. The battery leak spread on her clothes and the heat from the device burnt her neck. There are visible red scars on her neck from the burns.